Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple altitude alarms occurred and could not be cleared. Customer reported that the pump had possible water damage as there was a "line on the screen from the water". Blood glucose was 112 mg/dl. Customer reverted to using manual insulin injections for insulin injections.